Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmission revealed that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition and low pacing impedance measurement. The lead was capped and replaced on (B)(6) 2024. The patient was recovering with no adverse consequences.